Event description:
Event description boston scientific crm received information that upon interrogation this implantable cardioverter defibrillator (ICD) was found to have tachy therapy programmed off via a magnet.